Event description:
An administrative tribunal reported that during surgery, an unspecified issue occurred, leading to system breakdown and interruption of surgery. The procedure was delayed by 24 hrs. The pt experienced unspecified complications, including inflammation of the operated eye, which led to loss of visual acuity in the operating eye. The pt had preexisting pathology of ischemic anterior neuropathy not related to the event. According to the report, the system would have partly contributed to the complications experienced by the pt.

Manufacturer narrative:
The facility did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined conclusively. (B)(4).